Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a device history record review was not performed as the lot is unknown. To aid in the investigation of this incident, 1 picture and 1 physical sample was received for evaluation by our quality team. Through examination of the sample, a visual inspection was performed with a 10x magnifying lens. The stopper has a piece of material about 1/8¿ long and it is adhered to the stopper and part of the syringe. The picture sample shows a syringe with the sample received. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the sample and photo provided. Root cause description: the cause for this defect could have resulted during the stopper process, where the edge trimming did not completely cut out the material. Rationale: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that black foreign matter was found in the bd luer-lok¿ tip syringe stopper before use. The following information was provided by the initial reporter: "fine black foreign material were found in the stopper of the syringe while preparing expensive anticancer drugs."